Manufacturer narrative:
(B)(4). Batch # p5512f. Event date: month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one sr75 reload was received fully loaded with staples, unlocked and with the "doghouse" component of the cartridge damaged. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the delivered cartridge was damaged and it wasn't possible to put it into gun. There were no patient consequences reported.